Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG and therapy electrodes. The area was described as tender and sore with blisters. It was reported that some of the blisters had broken open and were seeping fluid. The patient reported that he had removed the device and that he would talk to his doctor before putting it back on. Multiple attempts to follow up on the condition of the irritation were unsuccessful. The final medical outcome of the irritation is unknown. There is no indication at this time that the patient required medical intervention.